Event description:
Wrist implant device was explanted following patient report of pain five months after the original implant date. Non-union was indicated in the dr's. Report, as were broken components (not specified). No parts were returned for evaluation. No complications were reported as a result of the explant.